Manufacturer narrative:
See attached for supplier evaluation.

Event description:
On 03/01/2023, it was reported by a sales representative via sems that an ar-6480 dualwave pumps outflow if having issues and will not turn off, it keeps running on outflow even when off or switched. This occurred during a case, with no patient effect reported.